Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00440. It was reported the patient underwent a procedure to place an implantable neurostimulator (ins) and during the procedure the physician was to relocate the leads placed at the t12 vertebral level to the l2 level in order to provide improved coverage of the patient's pain. During the procedure, one of the leads was found to be fractured and was explanted and replaced. The second lead was able to be repositioned without issue.